Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred after priming, during set up of peritoneal dialysis therapy. The leak was further described as ¿all wet outside the patient line¿. Renal therapy services (rts) advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.